Manufacturer narrative:
Visual inspection of the foot control assembly revealed strain relief was broken, set point switch cover missing and signs of rust/corrosion on the foot control assembly. Functional evaluation revealed the subject foot control performed as intended and exhibited no functionality issues during the testing process. The returned concomitant controller, flow valve and cable associated with this complaint event performed as intended and exhibited no functionality issues during the testing process. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint could not be verified and a root cause could not be determined in association with the subject foot control due to the subject unit functioning as intended when tested. Factors which can lead to coag pedal not working include: a power surge or power interruption to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection with the controller. Normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the cable which could have partially broken one or more signal wires on the foot control assembly. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the coag pedal is not working. Procedure was completed using a competitive device (suction bovie). No patient injury or other complications were reported.